Event description:
It was reported that a flogard infusion pump had an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection revealed the device to be in good physical condition. A review of the alarm log found evidence of the reported f-94 alarm. Functional testing was performed and the reported alarm was reproduced during the device power on self-test. Battery testing determined that the cause of the condition was a damaged battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.